Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: estimated dates. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. There was no reported device malfunction and the products were not returned. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, thrombosis and stenosis as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Literature attachment: meta-analysis comparing outcomes after everolimus-eluting bioresorbable vascular scaffolds versus everolimus-eluting metallic stents in patients with acute coronary syndromes. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported through a research article identifying absorb bioresorbable vascular scaffold (bvs) that may be related to thrombosis, restenosis, myocardial infarctions and target lesion re-vascularization. Average patient age and majority gender studied were identified. Details are listed in the attached article, titled: meta-analysis comparing outcomes after everolimus-eluting bioresorbable vascular scaffolds versus everolimus-eluting metallic stents in patients with acute coronary syndromes.